Event description:
It was reported that shortly after implant, the atrial and right ventricular (rv) leads exhibited undersensing and elevated thresholds. The rv lead also exhibited loss of capture. Both leads were repositioned, and were later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed). The outer insulation was breached cut and exhibited a cosmetic cut. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The guidetooth was damaged, and the lead exhibited apparent explant damage and appeared to have been stretched. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed). The inner insulation was kinked buckled, and the outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The lead exhibited apparent explant damage and appeared to have been stretched.